Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; minimum rate; lot unknown) via an implantable infusion pump. Per the patient, the previous dose had been 18mcg/hour. Indication for use was multiple sclerosis and intractable spasticity. The start date of the therapy was (B)(6) 2015 and was ongoing. Additional patient medications included ampyra 10mg twice daily. Patient medical history included allergy to sulfa medications. Per the patient, before she left, the hcp turned the pump off and ¿it wasn¿t placed right.¿ the patient stated that the hcp put the pump on tko (to keep open). The hcp did a ¿placement check where they stick a needle in and tried to aspirate.¿ per the hcp, the patient had a catheter access port (cap) aspiration done on (B)(6) 2015. The pump was dry with no return. The patient stated that the hcp tried and nothing came out ¿so he said it¿s not correctly placed right.¿ the hcp put the patient on oral baclofen. It was noted that the patient relocated on (B)(6) 2015 and was working with the previous hcp office and insurance to find a new hcp. There were no patient symptoms reported. The hcp stated that the patient would need surgical repair if she wanted to continue with the intrathecal baclofen (itb) therapy. The patient did not want to have surgery at this time. The incorrect pump position was not resolved. A supplemental report will be submitted if additional information is received.